Event description:
It was reported that intermittent occlusion alarms occurred. However, there was no adverse impact on the customer¿s blood glucose level, as levels did not exceed 500 mg/dl. To address the issue, the customer changed the infusion set and cartridge before resuming insulin therapy.